Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The speaker assembly was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/24/2017 phone call, 05/26/2017 phone call, 05/30/2017 phone call.

Event description:
The hospital reported one of the audible alarms was not functional during use. There was no report of patient injury.